Event description:
A malfunction alarm occurred, identified as malfunction code 12. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to contact support if the malfunction recurred.